Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had recently experienced a very intense grand mal seizure. Information was later received reporting that the patient was also experiencing an increased frequency of seizures, around 3 to 4 times a month. The patient has also had episodes of status epilepticus, up to 30 minutes long. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Additional information was received. Per the physician, the cause of the patient's increased seizure intensity, increased seizure frequency, and status epilepticus is external factors (not related to vns). Intervention of "long term monitoring followed by medication changes if appropriate" is planned for all seizure events, but this is specified for patient comfort only. The patient later underwent a generator replacement for prophylactic reasons. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was further reported that the suspect device has been discarded.